Event description:
It was reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards, cables and connectors. The system operates as intended.